Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite, calibrated the blender and o2 (oxygen) monitor. Blending verification test was performed. All tested okay according to factory specifications.

Event description:
It is reported to vyaire medical that the vela ventilator experienced a high fio2 readings. The customer confirmed there was no patient involvement.